Manufacturer narrative:
Patient expressed dissatisfaction with results (25% sweat reduction in right axilla, 40% sweat reduction in left axilla), but desired a second follow-up treatment. Additional information including current status has been requested, with no response to date. Pain during and post-treatment and lumps/bumps in axilla are known potential side effects and expected to fully resolve over time. Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing abnormal (no device performance or user issues). A2 requested.

Event description:
Patient reported large painful lumps in the left axilla 3 weeks 1 day post miradry treatment. The patient reported feeling "excruciating burning" during the treatment requiring additional lidocaine injections. Patient reported he followed postcare instructions (medrol dose pack, ibuprofen, and antibiotic ointment).